Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing on the right ventricular lead was noted on ninety-nine stored episodes and several non-sustained tachycardia-ventricular tachycardia episodes. The right ventricular lead has had a historical pacing threshold increase and r-waves have been smaller. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the tip-coil sense polarity was reprogrammed.